Event description:
Client reported that on (B)(6) 2012, she broke her femur bone (side unk) and a surgery was done. A swiff femur implant was planted to fixed the broken bone. She was in pain for a whole year. An x-ray was taken on (B)(6) 2013 and a shift of bone was noted. A second surgery was scheduled on (B)(6) 2013 and f/u on (B)(6) 2014 which the dr confirmed that everything was fine. After the f/u she developed high fever of 108. She was taken to the ER where she spent 24 hours and was transferred to the ICU. She was diagnosed with (B)(6). Another surgery was done to clean up the infection and the same implant was put back in. Later, she was re-opened again for a second clean up, and was sent to the rehab where she spent 3 months. On (B)(6) 2014 she went back to the hospital due to severe pain and another surgery was done and it was noted that the implant has broken in half. Another swiff implant was implanted. On (B)(6) /2015 her dr told her, her bone is healed.